Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited multiple inappropriate mode switches, high capture thresholds, and noise. It was noted that the patient experienced pre-syncopal episodes. The lead was explanted. No further information was available.